Event description:
Adverse event(s): "can't see anything at near" (vision, impaired), "halos around light at night and daytime" (halo). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A consumer (a nurse practitioner) reported that following intraocular lens (iol) implant surgery, she has poor near vision and sees halos around light at night and daytime. She stated that she is pleased with her distance vision and uses +2.00 readers for intermediate vision which also minimizes the halos. At consumer's request, the surgeon was not contacted.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. At the consumer's request, the surgeon was not contacted. (B) (4). (B) (4). (B) (4).